Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results were obtained while using the vitros eci analyzer. An ocd field engineer performed 'as needed' maintenance and adjustments to the signal reagent, incubator, fluidics, sample metering, well wash, and reagent metering subsystems. Performance testing following service verified that the equipment was returned to expected operation. The root cause of the event is instrument related.

Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results from multiple patient samples (patient 1 result = 0.62 ng/ml; patient 2 result = 0.49 ng/ml; patient 3 result = 0.248 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Results for patients 1 and 3 were not reported from the laboratory (reported results of < 0.012 ng/ml). The patient 2 result was reported to the clinician, however, a corrected report was issued (reported result of < 0.012 ng/ml). There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)